Event description:
It has been reported to philips that the system did not boot up. I froze at the 0:00 countdown screen. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. A philips field service engineer (fse) replaced the flexvision computer and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed the issue with the system's boot-up. The system log file was analyzed by the fse with the support of the national support specialist (nss) engineer and found a malfunction of the flexvision pc grabber card failed initialization. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flexvision pc. Philips has initiated a medical device correction z-1144-2024. The cause of the flexvision pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the flexvision pc and verified board software by the field service engineer resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.